Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found errors in the error log and interrogation of devices was not possible due to software error. (B)(4): analysis found that the rf head cable was damaged.

Event description:
It was reported that an error message occurred with the programmer, and device interrogation was not possible. Running the service disk multiple times did not resolve the issue. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.